Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: sep 3, 2013. No non-conformance reports were generated during the production of the subject device. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an l4-s1 transforaminal lumbar interbody fusion (tlif) surgery on (B)(6) 2017 using the matrix and transforaminal posterior atraumatic lumbar (tpal) systems. The surgeon placed the screws from l4 to s1 bilaterally successfully. He then started on the tlif at the l5-s1 disc space. The surgeon trialed and implanted a 9mm tpal implant. When it came to disengage the implant, the surgeon had a very difficult time. The back end of the inserter stylet broke off inside of the tpal applicator knob causing difficulty disengaging the implant from the inserter. These events did result in a 4 minute surgical delay. The surgeon was able to eventually remove the tpal handle while the inserter stylet remained attached. He was twisting the inserter stylet and pulling until eventually one of the claws of the tip broke off. This allowed the surgeon to take the inserter stylet out of the wound. He then retrieved the broken piece of the claw from the tip of the inserter from the wound and placed it on the back table. Then surgeon then conducted another tlif at the l4-5 level with success followed by the placement of the rods and locking caps. He then final tightened the locking caps. He took a final x-ray to verify placement of the screws and thought the placement of one screw to be unsatisfactory. While trying to loosen the locking caps with the t25 t-handle the driver tip snapped. The driver was removed as well as the broken tip of the driver and they were both removed from the sterile field. The procedure was completed successfully and without patient harm. The patient outcome was good. Concomitant medical products: t-pal spacer applicator knob (part # 03.812.004, lot # 3554447, quantity of 1); t-pal spacer applicator handle (part # 03.812.001, lot # unknown, quantity of 1); rods (unknown part and lot numbers, quantity unknown); locking cap (unknown part and lot numbers, quantity x 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned instrument and the complaint condition was able to be confirmed. The t-pal applicator inner shaft (03.812.003, 8513932) was returned with the proximal coupling sheared off and lodged inside the returned concomitant applicator knob (03.812.004, 3554447). One of the distal prongs of the shaft had sheared off at its base and was not returned. The remaining prong was bent medially at a forty five degree angle and several scratches were evident throughout the distal portion. The breakage of the coupling head of the inner shaft was confirmed, but the returned applicator handle (03.812.001, 8761909) was found to function as intended and is therefore concomitant since it did not contribute to the breakage of the proximal end of the inner shaft. Replication of the complaint is not applicable as the malfunctions were visually confirmed. Although fragments were not returned, all fragments were retrieved from the patient according to the complaint description. A visual inspection, device history record review, and drawing review were performed as part of this investigation. The t-pal spacer applicator inner shaft is utilized in the t-pal system. During procedures, after determining suitable spacer size, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering using the available slotted mallet. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot and can be advanced into the final position with light controlled hammering. Relevant drawings were reviewed: the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Durability of inner shafts was validated by endurance testing (insertion and removal), which was completed with no functional failures after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide, the root cause of the complaint condition is possibly due to use of improper technique. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.